Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was >3000 pg/ml with a dilution. On (B)(6)2025, the sample was repeated on another module and the result was 2228.0 pg/ml.

Manufacturer narrative:
Due to the lack of information provided, the investigation could not determine a clear root cause. Pre-analytical issues could not be excluded. The investigation did not identify a product problem.